Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that cause of the ins battery being hot and the ins turning off and back on was not determined. The rep said that no actions/interventions were taken to resolve the issue as the ins came back on by itself. The rep noted that the issue was resolved as it had not happened again. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the rep said the patient normally had stimulation at 10ma and occasionally had it up to 16 ma. On (B)(6), the patient felt the ins battery being hot while walking around, and that the stimulation was turned off. The patient went to cool off in the pool and the stimulation turned back on; the rep said the patient didn't use the controller to turn the therapy off/on. It was noted that the patient only had one incident of the stimulation feeling like it turned off and back on, otherwise therapy was working as intended. Technical services (ts) discussed emi as a potential source and discussed adaptive stimulation (as) as another potential cause of the patient feeling that the stimulation turning off and back on. Ts reviewed how as works and what happens in transition zones and then advised the rep to have the patient document/log future incidents and use the controller to confirm, if it this occurrence happens again. Ts also suggested looking at the diary to confirm since the patient normally has the stimulation on all d ay. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.